Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the persona femoral cr impactor pad cracked during the case while the surgeon was implanting the femur. No consequences, or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the impactor shows it has cracked/split but hasn¿t separated. The impactor pad exhibits signs of repeated use. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.